Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found during preventive maintenance.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The event history log was checked and revealed multiple alarms. The "cassette not properly attached" problem was duplicated. In user mode attaching a cassette produced the alarm and displayed cassette not attached properly. The downstream sensor had a continuous reading of 2500 mv and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump's cassette was not attached properly. There was no reported injury to the patient.